Event description:
Statement from the complaint narrative: the facility reported to tech support that the hemodialysis machine's, spot 25, computer/machine screen was blinking wildly. Sparks, then flames, shot out from the back of machine. The staff was in the middle of cannulating the pt at the bedside. It was reported that smoke was inhaled from the burning hemodialysis machine. The nurse stayed with the pt as other staff rushed in immediately to assist and disconnect the hemodialysis machine. Other responders had much less exposure.

Manufacturer narrative:
Supplemental report will be submitted when device investigation is complete. On (B)(6) 2012: follow up contact with complainant by (B)(4). Complainant states that the pt or the staff were not injured and no medical intervention was required for anyone.